Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system and motor error due to a faulty force sensor resistor.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor error. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that insulin squirts out during the manual prime process. The customer stated that the drive support cap was not protruded. The customer stated the insulin pump was not bumped or dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.